Manufacturer narrative:
Film review summary: the exact source/cause of the reported endoleak during implant could not be determined from the films provided. Lack of pre-implant or post-implant CT¿s did not allow for a thorough assessment of the patient¿s anatomy. The returned angiograms (including endoleak interrogation via selective angiograms) confirmed contrast within the distal aaa sac, which appeared to be primarily coming from the left/contra limb, along a ~15mm length area between the contra gate ring and the origin of the left common iliac artery, where the # of fabric layers were reduced from 2 to 1 layer. The final angiogram after implanting an additional limb across the gate showed likely resolution of the previously seen endoleak near the bottom of the sac. However, a slight contrast blush was seen from the right side of the bifurcate ~10mm below the flow divider. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. The observed contrast blush was located where the contra limb od noticeably tapered down from ~17mm just distal to the gate ring, to ~8mm od within the origin of the lcia. This abrupt od reduction of the limb may have also increased the likelihood of a type IV endoleak occurring due to potential higher stent graft fabric permeability in this tapered transition area. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 55mm diameter abdominal aortic aneurysm. During the index procedure, it was reported that after the main body and contralateral limb was implanted, there was a type IV endoleak visible by angiography approximately 10-20mm below the overlap.. Ballooning was performed yet the endoleak persisted. The physician then opted to move the pigtail catheter inside the stent graft for a selective angiogram where the endoleak was again observed. An additional stent graft limb was implanted inside the initially implanted limb and the leak was resolved. As per the physician, the cause of the event was due to a stent graft defect. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.